Event description:
Customer reportedly obtained results of 422 mg/dl and 124 mg/dl on the same device within 10 minutes. Customer reports taking insulin based on the result of 124 mg/dl. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.